Event description:
It was reported that during the implant procedure, the right ventricular [rv] lead had normal measurements when connected to the analyzer, but when the rv lead was connected to the device, t-wave oversensing [twos] was noted. Twos were no longer present when the sensitivity was decreased; however, the physician opted to implant a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.